Event description:
During rf procedure, there was a warning 06 on two probes and the procedure was cancelled and had to be rescheduled.

Manufacturer narrative:
Device has not been returned for evaluation.